Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the patient was on impella cp support and during support, the patient had oozing at the access site. Purse sting sutures were placed cinching the sheath to the skin. Heparin was withheld. 5 units of blood products were given, 2 units of fresh frozen plasma and hemoglobin increased to 8.7. Patient survived the procedure.

Manufacturer narrative:
The root cause of access site bleeding is determined to be use issue because doctor resutured suture hub and added a purse string suture cinching the sheath to the skin and bleeding at site was stopped.